Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 50-year-old female patient who had essure (batch no. 910512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and multiparous. Concurrent conditions included sexually transmitted disease, uterine enlargement and iron deficiency anemia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient was found to have uterine leiomyoma ("symptomatic uterine fibroid"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscop). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2012 & date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: enlarged myomatous uterus. The dominant fibroid may have increased in size when compared to the prior ultrasound. Imaging procedure - on an unknown date: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 27-mar-2020: pfs&mr received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), symptomatic uterine fibroid, abdominal pain was added. Removal date updated, lab data, concomitant condition, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 50-year-old female patient who had essure (batch no. 910512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and multiparous. Concurrent conditions included sexually transmitted disease, uterine enlargement and iron deficiency anemia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient was found to have uterine leiomyoma ("symptomatic uterine fibroid"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscop). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2012 & date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: enlarged myomatous uterus. The dominant fibroid may have increased in size when compared to the prior ultrasound. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event "injury" updated to "chronic pain", event-"dysmenorrhea (cramping)", reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.